Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: runthrough, guide catheter: hyperion jl3.5. The nc traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us. (B)(4). The device was not returned for evaluation. The investigation determined the reported difficulty appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue.

Event description:
It was reported that the procedure was to treat a de novo, concentric lesion in the mid left anterior descending artery with moderate tortuosity, heavy calcification and 90% stenosis. A 3.25x8 mm nc traveler balloon dilatation catheter (bdc) was advanced for pre-dilatation, resistance was felt with the patient anatomy and the balloon was inflated to 12 atmospheres (atm) for 15 seconds and 16 atm for 20 seconds. During the third inflation, when the balloon was inflated at 18 atm for 20 seconds, contrast was noted to be leaking from the balloon. The bdc was removed from the patient anatomy without resistance. The bdc was flushed with saline outside of the patient anatomy and a scratch on the distal portion of the balloon was noted and leaking observed. The 3.25x8 mm nc traveler bdc was replaced and a 3.25x12 mm nc traveler bdc was inflated without issue. A 3.25x12 mm xience alpine stent was implanted. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.